Event description:
It was reported that during a meniscus repair surgery using an ultra fast fix, after t1 was implanted, t2 did not. It is unknown if there was a surgical delay. The procedure was successfully completed using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4). Part of the device was received for evaluation. A visual inspection revealed a carton containing the chart stik labels and the instructions for use was returned without the device in the packaging. A functional evaluation could not be performed due to device not being returned in packaging. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. (Should be read in blank) and (health effect - impact code).